Manufacturer narrative:
F10: patient code :vessels, perforation of (2135)- listed in IFU, thrombus (2101)- listed in IFU, fatigue (1849)- not listed in IFU. Device code: appropriate term/code not available (3191)- device perforation- listed in IFU, appropriate term/code not available (3191)-[tilt]- not listed in IFU, difficult to remove (1528)- not listed in IFU. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2008 via the internal jugular vein due to multiple pulmonary embolisms and deep vein thrombosis. Patient alleges tilt, vena cava perforation, device unable to be retrieved. Patient stated that the "device failed and clots are still travelling to my lungs requiring surgical intervention. Shortness of breath, fatigue and tire easy. Stomach cramping, indigestion and numerous gastric issues. Groin pain that causes pain when I sit or stand for lengthy times." Per CT, (B)(6) 2018: "ivc filter is present, with abnormal right lateral tilting, 13 degrees, with filter apex in contact with the right lateral caval wall. The filter is low in positioning. No evidence of filter struts breakage. Filter struts extend beyond the wall of the filter without evidence of perforation into adjacent aorta. The third portion of the duodenum immediately abuts the ivc making assessment for involvement of duodenum by filter struts perforation difficult. No evidence of ivc stenosis.

Manufacturer narrative:
Patient code and device code: no information regarding the event has been provided. Occupation: non-healthcare professional. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2008. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Additional information provided determined that this device was manufactured by cook inc. With the submission of this follow up report, william cook europe informs that this complaint has been transferred from william cook europe to cook inc. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.